Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the insulation resistance value at the distal end did not meet the standard value due to a crack on the bending section cover. The device evaluation found that the nozzle was clogged with a foreign material. Additional findings include the following: water tightness was lost due to damage on the up / down / right / left knobs, the forceps channel had a scratch, the grip had a scratch, the air / water cylinder had no color, the suction cylinder had no color, water tightness was lost due to damage on the guide pin of the electrical connector, the number of maximum cumulative uses was reached, the electrical connector had corrosion due to water leakage, the flexible printed circuit board had corrosion due to water leakage, water tightness was lost due to a pinhole on the bending section cover, the image had a dark area partially due to a scratch on the objective lens, a flare occurred due to a crack on the adhesive around the objective lens, the image guide protector had a cut, the objective lens had a crack, the light guide lens had a crack, the connecting tube had a wrinkle, and the universal cord had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii colonovideoscope distal end had defects. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle was clogged with a foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.